Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection between the supply line of the homechoice cassette and the supply bag was reported, which is known to cause this alarm. The cause of the loose connection was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of four of peritoneal dialysis therapy. During troubleshooting, it was determined that there was loose connection between the supply line of the homechoice cassette and the supply bag that led to this alarm. The patient stated that the supply bag was loose and not screwed on all the way. Renal therapy services (rts) assisted the patient in removing the cassette. Rts advised the patient to contact the peritoneal dialysis registered nurse about the missed therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.